Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery, despite changing the site, reservoir, insulin and infusion set. The customer also reported that sometimes it seemed that the piston would reach the reservoir but then stop as if it could not push it. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.no prime fill anomaly was noted. No excessive no delivery alarm during our testing. The insulin pump had minor scratched lcd window, scratched case and cracked reservoir tube lip.